Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag connection was loose and had caused the leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during peritoneal dialysis therapy. This event occurred during dwell one of five and the patient was connected. The patient stated the heater bag connection was loose and had caused a leak. The patient stated the leak dripped onto the power strip that the homechoice was plugged into and onto the floor. The patient stated the fluid made a smell as it dripped into the power strip. The patient stated they turned the homechoice off, got a new power strip, turned the homechoice on, closed all the clamps, disconnected and the homechoice was at power restored. The technical service representative (tsr) had the patient press the down arrow to end the therapy, press enter, close all the clamps, and disconnect. The tsr had the patient navigate back to load the set to remove the supplies and set back with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.